Event description:
It was reported that the endowrist prograsp instrument does not open. No add'l info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering conducted performance testing and found the instrument to move intuitively with a full range of motion in all directions. The jaws open and close properly. No issues were experienced with grasping. The distal end of the main tube has various deep scratches concentrated on one side of the tube. The material is removed as a result of the scratches. The scratches are randomly oriented and the quantity suggests they were caused by multiple instrument collisions. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.